Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced. The navigation system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735225, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system was unresponsive/frozen. The facility reported that the navigation system displayed a no input detected message. Additionally, it was reported that the system was running slow. It was suspected that the issue was caused by the computer of the navigation system.